Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system including an ipg on (B)(6) 2006. It was reported that the patient was without stimulation and unable to communicate with the ipg via the charging system. He has allegedly lost weight in the last six months. In an effort to resolve this matter, a spacer kit was shipped to the patient. Follow-up on this issue found that the reported problem persists with use of the spacer kit. In addition, it was reported that the patient has lost the ability to communicate with the ipg via the programmer. A new charging system was shipped to the patient. If resolution is not obtained with the latest external replacement device, an appointment will be scheduled for further interrogation of the patient's scs system.